Manufacturer narrative:
Tracking #.48678. Device-b. Device not returned for analysis.

Event description:
It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the first tsw35 would not open after closing to fit through the trocar. The second and third devices would not unlock after they were fired and taken out of the pt for reloading. Some bleeding occurred requiring clips. There were no consequence to the pt.